Event description:
Reportedly, when an attempt was made to deliver defibrillator energy to the pt, the device prompted connect electrodes and would not charge. A lifepak 10 defibrillator/monitor was immediately connected to the pt and used. The pt outcome was not reported. However, the reporter stated there were no adverse effects to the pt resulting from the discrepancy, due to the ready use of the other defibrillator.